Manufacturer narrative:
During the quality inspection, the reported event was duplicated. Further investigation revealed a damaged trigger shaft and other component parts. The trigger shaft and the bearings were replaced; the device was cleaned, lubed, adjusted, repaired and returned to the customer.

Event description:
A core universal driver was sent in for repairs due to a sticky trigger shaft which was noticed during prep prior to a procedure. No adverse consequences were reported.